Event description:
It was reported that the procedure was to treat a lesion located in the iliac artery. After successful implantation of an 8x39 omnilink stent, a 9x40mm armada 35 balloon dilatation catheter was advanced to post-dilate the stent. During the first inflation to 8 atmospheres, the balloon ruptured. There was no reported adverse patient effect and no clinically significant delay in the procedure. A non-abbott balloon was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.